Event description:
In 2002, the pt was seen at the center. An increase in impedance levels were noted. One month later, the pt was seen at the center. Impedance levels were similar to what was noted. The pt reportedly experienced a decrease in performance and stopped wearing the sound processor (exact date not given). The pt was seen by a co rep. The pt was uncooperative during testing. A CT scan was recommended. One month later, the company was notified that explant surgery was to be scheduled.